Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 427 mg/dl at time of incident. Customer declined for troubleshooting. Customer stated that the insulin pump had insulin flow blocked alarm during bolus delivery. Customer was advised to change entire infusion and return set for analysis and to remove the reservoir from the insulin pump and rewind. Customer was advised to discontinue the use of insulin pump and wait for set arrival. The insulin pump will not be returned for analysis.